Event description:
Received a result of 380mg/dl. The customer called paramedics who, upon arrival, indicated that customer's blood glucose was "normal". The customer insisted on going tothe hospital where they received a result of 126mg/dl. A review of the system was conducted over the phone. The review could not be completed because the customer did not have the necessary test supplies. The supplies were sent to the customer to complete the evaluation. The customer was asked to call when customer received the supplies.